Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported patient outcome, sepsis, thrombus, and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The heartmate ii instructions for use (IFU) lists hemolysis, thrombus, sepsis, and infection as adverse events that may be associated with the use of the heartmate ii lvas. The IFU explains indications of thrombus and potentially affected pump parameters, as well as how to respond to such an event. It also outlines recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to pump thrombus and sepsis. It was reported that the patient's lactate dehydrogenase (ldh) level elevated up to 2059 u/l. The patient developed pulmonary edema requiring intubation and was also on treatment for an implantable cardioverter defibrillator pocket infection. No further information was provided.